Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel causing inappropriate mode switches. It was also reported the ra pacing impedance measurements were fluctuating between 400 and 1,300 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to mitigate the inappropriate mode switches. The available information suggests this device remains in service. Should additional information become available this report will be updated.